Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system had a black screen. The issue was found during preparation for use for a hysteroscopy procedure. The procedure was completed with another set of device. There was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was evaluated by a field service engineer. Based on the results of the investigation the indicated phenomenon image blackout was reported by mistake, and there was no abnormality on the device. Olympus will continue to monitor field performance for this device.